Event description:
During an implant procedure, the insulation of the right ventricular (rv) was observed to be twisted. The rv lead was explanted to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of "lead insulation looks wrinkled¿ was confirmed. As received, a complete lead was returned in one piece for analysis with the helix found retracted and clogged with blood/tissue. Visual inspection found the entire outer lead insulation was twisted, which is consistent with procedural damage. The cause of the reported event is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
Additional information was received that the event was observed during a box change. The rv lead was replaced to resolve the event.